Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with increased spasticity. The patient was admitted. Imaging was conducted of the pump and catheter. No disconnections were seen. The pump's low reservoir alarm was about to beep so an inpatient refill was performed. There were no pump volume discrepancies. No dye study was performed. It was felt that the patient was stable and was referred to her managing physician for further work-up and analysis. The pump was on a flex pattern dosing schedule. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.